Event description:
During the initial procedure on (B)(6) 2011 an atriclip gillinov-cosgrove laa exclusion device was used. During the clip placement, the physician placed the clip on the left atrial appendage without issue. During examination of placement the physician felt that the distal end of the clip did not completely close. The procedure was finished without further delay. There was no long term patient consequence.

Manufacturer narrative:
(B)(4): a full evaluation was unable to be completed due to the aod1 clip being deployed during the procedure. The boa1 deployment tool was returned for evaluation. The boa1 was evaluated without the clip by checking the lever function, the articulation, and by pulling suture remnants through the loop and shaft. There were no issues noted with the deployment tool that could have contributed to the complaint. The tool met all specification criteria.